Event description:
It was reported that customer¿s pump displayed cgm error and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed reset with guidance, confirmed that cgm error did not return, and then successfully started new sensor session.